Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence. Following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. On (B)(6) 2008 excision of exposed vaginal mesh was performed due to exposed mesh. On (B)(6) 2008 removal of exposed vaginal mesh was attempted due to vaginal pain and irritation and dyspareunia. On (B)(6) 2008 excision of exposed vaginal mesh was performed due to exposed mesh. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and also on (B)(6) 2008 and mesh was implanted during each surgery. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.